Event description:
The physician was unable to advanced delivery catheter/sensor to the target location in the left pulmonary artery. Sensor was removed and the case was aborted by the physician. Pending further information from the clinic.

Manufacturer narrative:
No device analysis results are available because the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The physician alleged the procedure was canceled due to the patient's anatomy, not due to the device. There were no consequences to the patient due to the procedure cancellation. The implant procedure is not being rescheduled at this time due to poor anatomy in both the right and left pulmonary arteries.